Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and infection (late onset). These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported ¿wanted to know if their implants were part of the recall¿, ¿deflated¿, ¿one of their implants started leaking and fluid was coming out like they were breastfeeding¿, ¿little cyst and infection¿, ¿can see indentations on both breasts with any movement¿, ¿can actually see and feel the implant bag moving around,¿ and ¿when they touch their breasts they feel weird and disgusting.¿ device remains implanted. This record is for the left side.